Event description:
On (B)(6) 2018, it was observed during a follow-up that the interrogation failed with two different programmers. Green lights remained off on all interrogation attempts. It was observed that the patient had a spontaneous rhythm at about 70 bpm, however, no change was observed on ECG when a magnet was applied to the ICD pocket. Reportedly, the magnet rate has gradually become lower and recorded at 85 min-1 as of (B)(6) 2017. ICD battery voltage was then at 2.9v. No patient¿s follow-up was conducted between (B)(6) 2017 to (B)(6) 2018. An ICD replacement was performed on (B)(6) 2018 at (B)(6) hospital.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, it was observed during a follow-up that the interrogation failed with two different programmers. Green lights remained off on all interrogation attempts. It was observed that the patient had a spontaneous rhythm at about 70 bpm, however, no change was observed on ECG when a magnet was applied to the ICD pocket. Reportedly, the magnet rate has gradually become lower and recorded at 85 min-1 as of (B)(6) 2017. ICD battery voltage was then at 2.9v. No patient¿s follow-up was conducted between (B)(6) 2017 to (B)(6) 2018. An ICD replacement was performed on (B)(6) 2018 at (B)(6).